Manufacturer narrative:
Ptc investigation result was received on 08-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain. She was submitted to a bilateral salpingectomy and dilation/curettage. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had severe pain and other non-serious events (such as hip pain and menstrual changes), which started within 3-4 months after essure insertion. These events recovered with devices removal by bilateral salpingectomy (performed 11 months after essure placement). Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 11-aug-2015). It refers to a (B)(6) female consumer in united states who had essure (fallopian tube occlusion insert) inserted. According to the consumer, she got essure because she was told it was an easy safe non-surgical procedure. She was not told there was nickel in it. If she had known, she would not have gotten due to the fact she was allergic to it. She had the procedure done and within 3-4 months she was in severe pain barely able to walk. Her symptoms over the months included: hair loss, extreme night sweating, severe hip pain (she could not bear any weight on it without falling or crying with pain), 2 menstrual cycles a month sometimes with no break in between including blood clots the size of dimes up to the size if a golf ball, skin rash that included itching so bad she wanted to rip her skin off for relief, stomach cramping, tingling and numbness from pelvis down to her toes, painful sexual intercourse, extreme brain fog, severe mood swings. She did not have a single one of those problems before essure. By month eleven she had a bilateral salpingectomy with d&c (dilation and curettage). Almost immediately her extreme hip pain went away. The side effects were all gone within a few months of removal. She stated she lost her quality of life and a lot of time with her 3 children. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pain. She was submitted to a bilateral salpingectomy and dilation/curettage. This event was considered serious due to medical importance and is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer had severe pain and other non-serious events (such as hip pain and menstrual changes), which started within 3-4 months after essure insertion. These events recovered with devices removal by bilateral salpingectomy (performed 11 months after essure placement). Considering this information and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.